Event description:
Additional information has been obtained that the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient saw a "replace generator" message displayed on external devices. A manufacturer representative met with the patient and confirmed the battery reached 2.73v. The patient still has stimulation. As a result, surgical intervention may be pending to address the issue